Manufacturer narrative:
Device evaluated by MFR.: the rotablator plus unit was returned and no issues were noted with the advancer air hose, fiber optic cables and saline infusion port. A tug test and a connect/disconnect test were performed to examine the integrity of the connection. No issues were noted with the unit¿s handshake connector during the connection of the device. The rotablator plus unit was wire guided using a test guide wire and no issues were noted. The rotablator plus unit was wet tested and met specifications. The brake defeat button was tested and no issue was noted. The guide wire did not move. The brake defeat feature was de-activated, and the guide wire could be removed from the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the brake failed to work. The brake defeat button on the advancer of the rotablator rotalink 1.75mm system failed to work which caused movement of the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the brake failed to work. The brake defeat button on the advancer of the rotablator rotalink 1.75mm system failed to work which caused movement of the guide wire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.